Event description:
Healthcare professional, through distributor, reported "rupture". Patient, through other company representative, later reported "Step ladder sign was found and silicone leakage" and "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture.